Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection a bend in the lead¿s distal part was noted. Bending the distal part requires the presence of mechanical stress. Tensile forces applied during surgery should be taken into consideration. During further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. There was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead was dislodged and exhibited loss of capture with noted asystole less than two seconds. A local boston scientific field representative reported that inappropriate atrial pacing was observed the day prior to the lead revision. Subsequently, it was determined that occasional atrial undersensing due to dislodgement caused the inappropriate atrial pacing. The patient underwent a procedure in which this ra lead was explanted and replaced. This ra lead will be returned for analysis and is no longer in service. No adverse patient effects were reported.